Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies within the manufacturing process. The event has not been confirmed, no device was returned for evaluation. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that the tip of the guide wire detached and remains inside the patient's artery. The physician inserted the guide wire into the patient for a bifurcation lesion procedure. The guide wire was inserted to protect the diag. To avoid the migration of the guide wire into the aorta, the physician placed another stent and stuck it into the strut of a different stent. The tip of the guide wire became blocked by the two stents and was stuck. The physician pulled back and the guide wire and it stretched out before it separated about 8cm from the tip. The tip of the guide wire remains inside the patient. The patient is now out of the hospital and is in good health.

Manufacturer narrative:
(B)(4). The actual product will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.